Event description:
It is reported that the distal stem trial does not match the implant. Device implanted was one size smaller.

Manufacturer narrative:
Eval summary: the nominal fit of the implant to the bone preparation is intended to provide an interference fit condition to provide mechanical stability in the absence of bone cement. Depending on pt bone quality, and the amount of bone removed, the remaining bone may not allow the implant to seat with normal impact forces in same cases. The distal stem trial is intended to be undersize to the implant so as to not disrupt the reamer-prepared canal. The exact cause cannot be determined with certainty. The device was returned and device history records indicate all components were manufactured and inspected to spec. No mfg abnormalities could be detected.